Event description:
Event description guidant received information that pacing impedance and threshold measurements increased since implantable cardioverter defibrillator (ICD) implant, one week prior. Testing of the extracted chronic defibrillation lead was unremarkable; therefore, the physician elected to replace the ICD. The ICD and proximal lead segment were returned to guidant for testing.